Event description:
Asr revision; asr xl - right; reason(s) for revision: alval / soft tissue reaction, extensive metal debris, elevated chromium and cobalt in blood and pain. *****patient has had a resurfacing to xl procedure - this is the 2nd of 2 revision. Please see (B)(4) for the 1st revision.***** the legal letter attached also makes reference to the left hip also being implanted with the asr resurfacing system, but there is no mention of revision of the left side of the hip. Cup implant date: (B)(6) 2006. Xl implant date: the xl products were implanted a few days after the cup implant date, but no specific date was provided. In this revision as well as the products below, an unknown taper sleeve and an unknown c-stem were also revised.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.